Manufacturer narrative:
(B)(4). Date sent: 2/14/2024 this event was previously reported under 1721194-2022-00058.

Event description:
It was reported that during an unknown procedure an arcing of electrodes occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Maude #1721194-2022-00086. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: were there any patient consequence related to this event? If yes please describe. Could you please specify the geographical location of this issue. Due to all of our complaint information comes from FDA web, we can¿t confirm the country of event and the event description detail. If there is further information, please let us know. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.